Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.h6: health effect clinical code - paresthesia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses omnipod in modified closed loop. The call was made while the patient was in the emergency department (ed) for pancreatitis. While in the ed, the legs were starting to burn, he was feeling lightheaded and a little bit lethargic. The readings on the finger stick were bg 44 mg/dl and the cgm 74 mg/dl. He was provided d50 injection via IV at the ER. The nurse in the emergency room (ER) administered the d50. He started to feel better after 30 minutes of having the d50 injection administered to him at the ER. He went home the same day feeling better with no symptoms of hypoglycemia anymore. A similar episode occurred 2 days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.